Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1-2. On an unspecified date, echocardiogram was performed, which found that the clip detached from one leaflet and remained attached to the other leaflet (slda). No additional information was provided.